Event description:
Incorrect joint behavior. User fell out of nowhere. He does not assume that this was due to the prosthesis, but cannot exclude it with certainty. Fall !!!! Surgery and hospitalization.

Event description:
Incorrect joint behavior. User fell out of nowhere. He does not assume that this was due to the prosthesis but cannot rule it out with certainty. Fall!!!! Surgery and hospitalization. Battery/charging problems: battery does not last long enough.